Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had been exhibiting noise which was inhibiting pacing. The lead noise was reproducible the lead was successfully capped and replaced during an unrelated device change out procedure. There were no patient complications from the surgery.